Event description:
The account alleged the brake casters were not locking. No injury reported.

Manufacturer narrative:
The service tech found the brakes functioned as designed and no repair was needed.